Event description:
The user facility reported the tip of the instrument (footplate) broke off during a lumbar fusion. The broken piece was retrieved, but not included with the instrument for evaluation. Samples were received on 12/19/06.